Event description:
According to the reporter, during the laparoscopic sigmoid colon resection, when on side-to-side anastomosis site during colon anastomosis, the tissue was clamped, and an attempt was made to fire, but firing did not occur, and an excessive force indication appeared on the display from the start. The jaw was reopened, and the tissue was re-clamped, but the same thing occurred. After replacing it with a new reload, the firing was completed without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic sigmoid colon resection, when on side-to-side anastomosis site during colon anast omosis, the tissue was clamped, and an attempt was made to fire, but firing did not occur, excessive load detection was displayed immediately after push the center control button down after clamping tissue and pressing green button. The jaw was reopened, and the tissue was re-clamped, but the same thing occurred. After replacing it with a new reload, the firing was completed without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.